Event description:
A home patient (hp) reported to baxter that they received a system error (se) 2240 during dwell on their home choice (hc) machine. The hp was connected to the machine. The hp stated that he got se last night in dwell 5/5. The hp has discarded all supplies. The hp had 4 bags connected. Only final bag had solution. No leaks were detected. Technical service representative reviewed alarm. No clinical consequences for the patient were reported

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Should additional information become available, a follow up MDR will be sent.